Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge. Customer¿s blood glucose (bg) level was 365-"high"; although specific value was not provided, with trace ketones. Customer changed the cartridge and resumed insulin therapy, and customer changed the pump supplies and successfully resumed insulin therapy. Elevated blood glucose levels were addressed by manual insulin injection.